Manufacturer narrative:
The customer contacted a siemens customer care center. Quality control and calibration were acceptable. A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument and performed total service call. No instrument issues were found. The customer ran quality control and precision testing, which were acceptable. The cse verified customer's sample handling procedure. The customer has increased the frequency for running their high total hcg diluted quality control. A siemens headquarters support center specialist reviewed the error log and did not find any errors. There have been no further issues. The cause of the discordant, falsely elevated total hcg results on two patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely elevated total human chorionic gonadotropin (total hcg) results were obtained on two patient samples upon repeat testing on an advia centaur cp instrument. Sample(B)(6) was initially run as neat on the same instrument, resulting greater than analytical measurement range. When sample (B)(6) was repeated with 1:200 dilution factor, it had resulted as falsely elevated. Sample (B)(6) was initially run on the same instrument, resulting lower. When sample (B)(6) was repeated on the same instrument, it had resulted as falsely elevated. The discordant result for sample (B)(6) was reported to the physician(s), who questioned it. While the discordant result for sample (B)(6) was not reported to the physician(s). The original and alternate sample tubes were tested for sample (B)(6), as neat and with 1:200 dilution factor on the same instrument. The repeat neat results were greater than analytical measurement range, while the repeat diluted results were lower than the initial diluted result. Sample (B)(6) was repeated twice on the same instrument, resulting lower. The lower results were reported as correct results to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated total hcg results.